Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent surgery during which doctor found set screw slipped. He had to replace it with new one to complete the surgery. Patient's current status is overall 'ok'.